Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify and confirm the alarm fault code #57 autofill failure in the iabp¿s diagnostic error log, but could not duplicate maintenance code 3 error. The fse tested the iabp unit for 30 min at 130bpm and performed several autofills and the iabp unit passed all tests. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed fault code #57 and maintenance code #3. Since the iabp would not restart, the original iabp was changed for another iabp, and taken to the biomed by the cath lab staff. No patient harm, serious injury or adverse event was reported.